Event description:
All 3 cell saver machines (sorin brand) began malfunctioning on a previous date. The first device would not return to empty. Checked by biomed, no problems, returned to service. Several days later, same problem was reported on at least two units. Sorin technical services checked them and could not replicate problem. Approximately two weeks later, the same problem occurred again with the second device. Company notified. About a week later, another incident with the same issue occurred. Hospital requested all machines be returned and replaced with new ones. ======================health professional's impression======================unknown. The hospital thought it may have been caused by a bad batch of heparin bags, however a thorough investigation was conducted by the pharmacy and ruled out ineffective heparin lot numbers.======================manufacturer response for cell saver machine======================multiple reporting and responses to the hospital to attempt to problem solve. Machines sent to company so they could be analyzed.